Event description:
It was reported the pt lost over 50 pounds. As a result, her ipg was moving in the pocket. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 and the ipg was placed deeper in the pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.